Event description:
The pt reported that the subject device was annoying her all day. She removed it after less than a day and has a very bad, red and itchy rash at the pod site, but no swelling or oozing. Her endocrinologist gave her nasonex spray for the rash, but it did not help.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the pt's irritation at the pod site. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin."